Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a patient implanted with a va anterolateral distal tibia plate had breakage of several screws postoperatively. Per additional information, recommendations for the patient included, non-weight bearing for 6 weeks and planned partial weight-bearing and continuous use of fracture brace. However, the patient opted to bear full weight, due to non-compliance, patient treated with plaster for the first 6 weeks. Thereafter planned for free range of motion, fracture brace and partial weight-bearing until 10 weeks. At the 6 weeks follow-up, axial compression/re-dislocation and breakage of some of the distal screws were noted. Recommendation for patient included, partial weight-bearing and continuous use of fracture brace. Eleven week follow up revealed breakage of all distal screws , patient was clinically stable; fracture position and radiologically progressive healing. A 4 month follow up, post breakage, verified healing, congruent joint and satisfied patient. This complaint involves unknown screws, quantity unknown. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown screws. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.